Event description:
Caller alleging receiving discrepant low inratio value. (B)(6) 2014, inratio 1.5, lab 2.1 time between testing 30 mins. Pt's therapeutic range unk.

Manufacturer narrative:
Investigation pending.